Manufacturer narrative:
The tech found the fluid ingress was caused by a leaking foley and the compartment seal did not stop the fluid. The tech replaced the scale/ppm board and compartment seal to repair the bed.

Event description:
Info received indicates the bed is alarming due to fluid ingress shorting the scale/ppm board.